Event description:
Diagnostic mammogram and ultrasound confirmed ruptured left breast implant (natrelle style 115 silicone-filled breast implant biocell round midrange profile). FDA safety report ID# (B)(4).